Event description:
It was reported that during a da vinci-assisted malignant mastectomy procedure, the single port monopolar curved scissors (sp mcs) instrument tip did not respond to console commands and failed to open. The sp mcs instrument and tip were replaced; however, the issue re-occurred with multiple replacement of sp mcs tips. The instrument was then changed but the problem persisted. The scissors had a tip that appeared broken and crushed. Separate replacement tips were used to verify proper functioning again; a total of four tips were tried for the two instruments combined. Fragments fell into the patient which were recovered during the same procedure. Upon examination, there were 4 complete scissor heads which were intact, but there was a missing fragment from the distal end of the sp mcs instrument that was believed by the customer to have been missing prior to the surgery, but it could not be confirmed. Due to the issues, the procedure was converted from a single port procedure to traditional laparoscopic and then eventually to open surgery and completed with approximately 45 minutes of delay. No post-operative tests were performed, and no additional procedure was required. The patient returned home with no post-operative complications.

Manufacturer narrative:
The single port monopolar curved scissors (sp mcs) instrument has not been received for failure analysis evaluation. Note: a review of the information associated with this event was performed by intuitive surgical inc., (isi). The following additional information was provided: image review identified sp mcs tip accessory was detached and dislodged from the sp mcs instrument tip. The alignment of the retaining sp mcs tip cover and sp mcs instrument tube adapter stripes suggested the sp mcs tip cover may have been under-rotated or unlocked. Multiple images showed abrasions and damage to the sp mcs instrument tube adapter, including broken/fractured tube adapters on both the sp mcs instruments. One image showed separation of the sp mcs instrument from the retaining sp mcs tip cover. Return and evaluation of the device are required to confirm the extent of component damage.